Event description:
It was reported that during a procedure to place a greenfield filter, the legs did not fully deploy. The lesion was located in the pt's aorta. The filter was deployed in the appropriate location; however, the legs did not fully deploy. The physician then deployed a second filter above the first one, and feels that the pt is adequately protected. In the opinion of the physician, the inability of the filter legs to fully deploy was a result of the filter's legs becoming crossed. No pt injuries or complications were reported. Pt status is listed as "ok".

Manufacturer narrative:
The complainant indicated that the filter remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.